Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: you have stated that the surgery was prolonged 2 hours. Was the delay in the procedure due to the issue that occurred with the device? Yes. If yes, was there a change in the procedure itself due to the device issue? No. Was there a change in the post-operative care of the patient due to the device issue? No. You have stated that the patient remains in the hospital. Is the hospital stay typical for this procedure? Or is this due to the device issue that occurred? No.

Event description:
It was reported that during the endoscopic assisted total gastrectomy, after fired, found no blade, only with staples. Used scalpel to cut the tissue and take out the device. Changed another new device to complete the surgery. The surgery delayed about 2 hours. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Batch #: p57p4u. Device evaluation: the height and shape of the remaining heat stake features were measured and confirm the engineering opinion in the email that the knife was not fully seated during the heat stake process. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p57p4u. Device evaluation: the analysis results found that the cdh25a device arrived with the anvil missing. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. Further analysis showed that the knife was missing. No functional test was performed due the condition of the device. The damaged on the device is due to insufficient weld on the heat stake posts. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Photographic analysis: picture received shows a device with no anvil present, it appears that no knife is on the device. Based on the photo alone the event describe is confirmed.